Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: the leak test is not performed because the opening is extended. Striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
The device has been explanted and replaced.

Event description:
Patient additionally reported a left side "bump", "fluid behind nipple", "palpable lump", "crepitus at 5 o clock near areola".

Manufacturer narrative:
Reason for reoperation: deflation and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV.